Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 6.7 mmol/l on the mobile system and 3.2 mmol/l on professional meter within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.